Manufacturer narrative:
The device is not available to return for evaluation. There was no product returned and no pictures were provided, therefore, the reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a primary plumset that leaked from the back of the filter while taxol was being infused. There was no adverse event, no need for medical intervention; although there was a report of a delay in therapy.